Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the balloon has been partially inflated. Microscopic inspection revealed a tear in the balloon surface above the distal radiopaque marker. In close vicinity of the tear, a long deep scratch was observed which has likely been caused by a hard, sharp-edged object such as e.g. Anatomical structure. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections, each device is tested for air tightness by means of a pressure test and a helium leak test. We can therefore confirm that the device was delivered in a leak-proof condition. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined. The most probable root cause for the reported event is related to the patient's anatomy (i.e. Calcification).

Event description:
The passeo-18 peripheral balloon catheter was selected for treatment of a moderately calcified lesion (80 percent stenosis degree) in a moderately tortuous part of the left mid sfa. It was not possible to inflate the passeo-18 balloon catheter. Upon withdrawal, it was noticed that liquid was leaking. Another balloon was used to finish the procedure.